Event description:
Following insertion of left subclavian central line, guidewire uncoiled as it was being removed. Upon removal, wire was noted to be uncoiled 3/4 of the way down, with the tip intact.